Event description:
Per the clinic, the patient experienced an infection around the abutment site and subsequently was treated with topical antibiotics (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on october 11, 2023.